Event description:
Information received indicates oil penetrated into the pacm, shorting it, causing the intellidrive to not function.

Manufacturer narrative:
The technician replaced the pacm board to repair the bed.